Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory confirmed a shorted lead fault, a short circuit fault and a limited device functionality message was recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the hospital following receipt of three shocks. Interrogation of the device revealed a short circuit condition detected during shock delivery and a charge time out fault message. Additionally, the device was in safety core and a limited device functionality message was observed. The therapy episodes were unable to be viewed. Boston scientific technical services (ts) discussed a potential lead issue and discussed device and lead replacement. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced, the lead was surgically abandoned and a new implantable defibrillation lead was implanted. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations. Analysis of the product is ongoing. This report will be updated upon completion of analysis.